Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, indicating that the lens did not touch the patient's eye. The doctor changed the lens to a sulcus lens due to a small capsular tear. The iol was opened, loaded into cartridge, but was not used. Based on the new information received, it has been determined that the iol did not contribute to the event of a capsular tear. Therefore, this event no longer meets reporting requirements as a serious injury.

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other similar complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, a capsular tear occurred. Additional information has been requested.

Manufacturer narrative:
The follow-up type for follow-up num 1 was "additional information". (B)(4).